Event description:
The customer tested his blood glucose and received a reading of 162 mg/dl using his contour meter. He retested using his elite meter and received a reading of 72 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer declined to troubleshoot or send any product back for evaluation.